Event description:
During a cholecystectomy procedure, a piece of the silicone part was cut adn fell into the abdominal cavity. The piece couldn't be found. There was no adverse consequence to the patient.